Event description:
It was reported that within two minutes into an acromioplasty; a werewolf generator alarmed that the wand was overheating; it was noticed then that a werewolf flow 90 was not suctioning the fluid in the shoulder it seemed that the suction hole in the tip was blocked; in an attempt to solve it a sharp needle was used to unblock the hole without positive result. However the device was tried to be used on a second attempt and immediately overheated; then the werewolf alarmed indicating that the prove short-circuit. Surgery continued without any delay with a back-up device that worked just fine; indicating that the generator was working as intended. No injury was inflicted to the patient or user as a result of the reported event, including no burn. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Bio debris is present. No other visual issues were observed. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found an end-of-life error when plugging the wand into the controller. Using bypass software, the wand created coagulation and plasma but received a temperature warning for over 50c during the ablation testing. No error was given. Suction performed as intended. The data extracted revealed the wand was activated previously and experienced a "wand shorted notification" error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the overheating has been associated with a component failure, and factors that could have contributed to this failure include a broken wire inside the wand cable, or a damaged wire between the transition of the handle and the shaft. The root cause for the short-circuit has been associated with unintended use of the device, and factors that could have contributed to this failure include moisture in the connection or incomplete connection. The root cause for not suctioning could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.